Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported that "patient with a total hip done in (B)(6) 2023 experienced a hip dislocation. Upon reoperation it was found that the inner ceramic head was dissociated from the mdm poly head."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an adm liner was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical records were provided for review. A single shot x-ray shows a dislocation. The pi report noted dissociation of the head from the liner at the time of surgery, but no operative report was provided. Event confirmation: a dislocation can be confirmed. Disassociation of the head from the liner cannot be confirmed. Root cause: the root cause of the dislocation cannot be determined. The root cause of the disassociation of the liner cannot be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the ceramic head from the adm liner. A review of the provided medical information by a clinical consultant indicated the following: "conclusion/assessment: no medical records were provided for review. A single shot x-ray shows a dislocation. The pi report noted dissociation of the head from the liner at the time of surgery, but no operative report was provided. Event confirmation: a dislocation can be confirmed. Disassociation of the head from the liner cannot be confirmed. Root cause: the root cause of the dislocation cannot be determined. The root cause of the disassociation of the liner cannot be confirmed." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that "patient with a total hip done in (B)(6) 2023 experienced a hip dislocation. Upon reoperation it was found that the inner ceramic head was dissociated from the mdm poly head."